Event description:
An impella cp was inserted via the right femoral percutaneous arterial approach in a 66-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were unknown, and the clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d. The patient has a history of peripheral arterial disease (pad) and peripheral vascular disease (pvd). During impella cp support, the patient had cardiac arrest, requiring increasing doses of vasopressors and inotropes. The patient arrived from an outside hospital with a cold right lower extremity and was receiving multiple high-dose vasoactive medications. Clinical evaluation demonstrated absence of pulses in the right lower extremity, consistent with limb ischemia. Vascular surgery was consulted, and findings were consistent with compromised distal perfusion in the affected extremity. Given the severity of ischemia, a clinical decision was made to escalate support to an impella 5.5 device with ECMO, which was surgically placed in the operating room. The impella cp was explanted via a vascular surgical cutdown approach. A fasciotomy was performed, and the vascular surgeon verbalized that the "muscle in the right lower leg is dead." Contributing factors listed include vasopressors in use. The reported limb ischemia is associated with femoral arterial access in the setting of large-bore mechanical circulatory support and is compounded by the patient¿s hemodynamic instability, requirement for high-dose vasoactive support, and underlying cardiogenic shock. The remained on impella 5.5 support with ECMO at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10 (concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.